Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while using the flex deflectable videoscope during an unspecified therapeutic procedure with patient under sedation, the image suddenly disappeared. The procure was completed using another surgical technique. There was no report of procedural delay or patient harm as result of the event.